Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose readings were not provided. The customer mentioned that their infusion set was leaking. The customer felt symptoms of nausea, sinus infection, and vomiting at the hospital. The customer did not mention any form of treatment for their blood glucose levels. No further information was provided about the hospitalization or what led to the emergency visit.